Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had cracked case at display window corners, reservoir tube, reservoir tube lip, minor scratched display window, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump was exposed to moisture. The customer was unable to clear the alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.